Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during laparoscopic choledocholithotomy, the pouch broke. Replaced by a new device to complete the case. No patient injury.